Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# va10jme, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: neu_unknown_ext, serial# (B)(4), product type: extension.

Event description:
Additional information received from the manufacturing representative (rep) reported that the serial number of the external neurostimulator (ens) was unknown and it was discarded.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# va10jme, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: neu_unknown_ext, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a trial patient. It was reported that when the doctor opened the pocket to disconnect the percutaneous extension from the advance evaluation, he noticed that the connector of the extension had migrated all the way contralaterally to the exit of the extension. It was unknown if any environmental/external/patient factors might have led or contributed to the issue. X-rays were taken during the procedure today, (B)(6) 2016. The doctor tried to pull the extension back to the pocket but was unable to do so. While trying to do that he noticed that the lead frayed where it went into the screw set, so he had to replace the lead. The issues required a surgical intervention. The devices were discarded. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.